Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and reported event cannot be confirmed by greatbatch. The initial investigation completed by the customer ((B)(6)) identified the root cause to be due to the design, fatigue loading, weld breakage, and wear. No further investigation is required. (B)(6).

Event description:
It was reported during an unknown patient procedure that the scrub tech had attached the 52 mm shell trial to the offset shell impactor handle and compressed the lever extremely tight. The internal mechanics were under higher tension than normal and when impacted it caused the mechanical joint to break. The broken pieces had fallen into the open joint space and where seen on x-ray. The broken pieces were removed and it was confirmed that everything was removed on x-ray. The doctor then continued the procedure with a back-up duplicate offset impactor handle. No reported patient injury or adverse events.

Manufacturer narrative:
(B)(4) is not the legal manufacturer of the device involved in this incident.